Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the the patient presented for a routine check. It was noted that the pacemaker was in backup vvi mode. The pacemaker had been observed (B)(6), 2020 to have 0.25 years of battery left and had possibly passed the elective replacement indicator (eri) but it was not confirmed whether end of service (eos) had been reached. The backup vvi was thought to be as a result of the low voltage. The device was explanted and replaced due to being close to eos. The patient was discharged the same day.